Event description:
Customer called to report they were hospitalized due to high bgs. Troubleshooting performed; found basal rate was programmed to 0.0 units per hour. Customer states pump reset on its own twice. Alarm was checked and found no cause for pump reset. Customer also states they have lost 10-15 lbs in just 2 weeks, is using 9mm set. Self test performed and pump passed. Explained all possible causes, recommended 6mm sets. Customer states they would like pump replaced since there is no explanation for reset.